Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their blood glucose increased to 400 mg/dl due to a bent infusion set cannula. He customer was advised on proper infusion set insertion and usage protocol. The customer was advised to change their infusion set. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.